Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found adhesive around the light guide lens was peeled. Adhesive on the bending section cover had a white clouded area. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The universal cord had a scratch. The protector of the universal cord on the scope connector side had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: inspection method is described in the operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.